Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs not functional) has been confirmed. Upon investigation the electrode belt failed an ECG falloff test. The cause for the failure was isolated to corrosion. The root cause for the corrosion could not be positively identified. There was no adverse event that resulted from the device malfunction.

Event description:
The electrode belt was returned for investigation and did not pass incoming functional testing.